Event description:
A nurse reported that the patient was diagnosed with peritonitis during a peritoneal dialysis clinic visit on an unknown date in (B)(6) 2015. This nurse stated that the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique and broke the sterile field during treatment. On an unknown date in (B)(6) 2015, the patient was administered an antibiotic: drug name, dose, and frequency unknown, via intraperitoneal route. On (B)(6) 2015, the patient's treatment modality was changed from peritoneal dialysis to in-center hemodialysis, and their peritoneal dialysis to in-center hemodialysis, and their peritoneal dialysis catheter was removed. As of (B)(6) 2015, the patient continues in-center hemodialysis therapy without any further issues, the course of antibiotic therapy was completed, and the signs and symptoms of peritonitis have resolved. Limited information was provided for this safety report. There is no allegation against any fresenius product in relation to the reported event.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.